Event description:
Pt admitted to have a rvg for prechemotherapy evaluation. IV was started to draw blood sample, unable to advance catheter. Device slipped out (inserted 1/4 inch) then noted end of device appeared to be rough, end of catheter attached by thread like material. No injury apparent to pt, yet concerned about device. Box of device pulled from shelf. Mgr spoke with co rep.